Event description:
The plaintiff's attorney alleges that the pt experienced a sudden cardiac arrest and expired. It was reported that the death occurred due to exposure of the products administered during dialysis.

Manufacturer narrative:
This is one event for the same pt involving two separate products.